Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Femoral venous access was obtained. The guidewire was advanced in the superior vena cava, and momentarily crossed through a patent foramen ovale. The guidewire was retracted back to the right atrium, and then heparin was given. The physician crossed low and posterior on the septum and when advancing the watchman double curve access system (was) across the septum it was noted that a clot appeared on the right atrial side on the was. It was assumed that there was clot in the 16f sheath in the groin that got caught on the was as it was advancing through the 16f and dragged with it. The activated clotting time (act) was 247. The procedure was aborted. The clot was never seen on the left side and the patient did not wake up with any neuro changes. Neither the pigtail catheter nor the watchman laa closure device were ever introduced into the patient.